Event description:
During a procedure using an evac 70 xtra with integrated cable arthrocare wand and coblator ii controller, the wand allegedly sparked and pt sustained a burn. No other info was provided for this report.

Manufacturer narrative:
Pt's age and gender were requested, but to date have not been provided. Date of event was requested, but to date has not been provided, therefore an estimated year was used. The second device (evac 70 xtra with integrated cable arthrocare wand) used in the same procedure is reported under medwatch number 2951580-2011-00082.